Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra mini meter displayed error messages. The medical surveillance specialist contacted the patient to obtain/clarify information. The patient said the issue started the evening of the day before. She said she obtained four error messages in a row even after switching test strips and changing vials of test strips. Due to the issue, she reportedly took 20 units of humalog insulin, but did not know how much to take because she could not get a reading. The patient has a sliding scale of her humalog insulin. Depending on her meter readings she takes 8-20 units. She felt shaky and jittery and felt like "trailer trash" about 1 to 1.5 hours after she took the 20 units of insulin. She had a peanut butter sandwich and a coke to treat the symptoms. She said it took a while to feel better, but did not say how long. She felt better on the morning of original date. The same day, she took the lowest dose of humalog (8 units) based on her sliding scale. She did not have any symptoms the same day, but suspected that her blood sugar level may have been higher than normal based on the fact that she took the lowest possible dose. She obtained more error messages the same day, and called lifescan for a replacement meter. She received her replacement meter two days later, and has not had any symptoms since she started using it. It was determined during the troubleshooting telephone call the patient's testing technique was correct and the test strips were in good condition. This complaint is being reported because the patient alleged she could not test on her meter, took too much insulin, and subsequently suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.